Event description:
It was reported that the t2 of the fast fix had a pre-deployment during surgery. No patient injury.

Manufacturer narrative:
The device is in relatively good condition. T1, t2 and suture were returned but separated from the delivery needle. The depth limiter is attached and has been retracted from manufacturing position. The delivery needle is bowed and slightly twisted. These symptoms indicate difficulty with reaching desired surgical location. Inadvertently twisting or bending of the needle track may encourage unintended release or binding of anchors. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A functional test was performed. The device cycles and actuates. No root cause related to the manufacture of the device was confirmed. No further investigation warranted. Updated.